Event description:
New information received noted that programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net review of the transmission revealed that the right ventricular lead exhibited far p over-sensing and was sensing noise. The patient was in stable condition. Additional information was requested but not received.